Event description:
It was reported that the user received a low glucose alert on the ilet system with a contemporaneous blood glucose reading of 64 mg/dl, treated the low with oral carbohydrates (chips), and subsequent readings increased to 98 mg/dl on the ilet and 112 mg/dl by fingerstick, after which the user felt better; education on the 15-by-15 protocol for treating low glucose was provided and troubleshooting was completed. Symptoms included hypoglycemia. Outcomes included recovery without escalation of care and continued self-monitoring. Investigation included user counseling and review of device performance based on reported values and user feedback. Investigation of this case revealed no device malfunction or component failure and no evidence of an algorithm or hardware problem, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.